Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5154890; mw5154891.

Event description:
Related manufacturer reference numbers: 2017865-2024-57427. It was reported via voluntary medwatch that the whole system including the right ventricular (rv) lead and the right atrial (ra) lead was explanted due to infection. Vegetation was noted on the rv lead. Further information was not provided.